Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to reset the pump but could not do so immediately due to the lack of a charger. Technical support provided pump reset information, attempted follow-up calls, left voice messages, sent a follow-up email, and will close the case as no further action is required.